Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Weekly measurement data shows a gradual increase for min and max v.pace=356 to 1264 ohms peak between (B)(6) 2010.

Event description:
It was reported that the right ventricular lead had high thresholds and impedance. It was also undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.